Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lcx. Approximately 23 months post index procedure, the patient expired. The cause of death is multisystem organ failure. The investigator has assessed that the event was not related to the device.

Event description:
It is reported that the patient was hospitalized due to an mi approx 23 months post index procedure. The clinical committee adjudicated that the mi was consistent with a medtronic defined mi, and also an arc mi. The event was not assessed for relatedness with device.